Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: feedback: the anomaly observed in the field was not confirmed by the analysis. The device functionality was evaluated and found to be normal. The device sensed and paced normally and the pacing output and lead impedance was measured on the oscilloscope and was found to be normal at all times. The cause of the field anomaly was not determined but it is suspected it was due to device/lead connection issue.

Event description:
It was reported that the doctor alleged the ICD connect had a problem because of the difference in measurements. Device not implanted.